Event description:
It was reported that the device was in back-up vvi with defib therapies off at interrogation. The reset was a hardware reset that was unrecoverable. The device was explanted and replaced.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.